Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-611-4 tibial impactors plastic impactor broke off the metal shaft. This occurred during a case, with no patient effect reported. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-611-4 batch number 121519, was received for investigation. The visual inspection identified that the head tibial impactor had broken. No fragments were returned for analysis. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.